Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice was not calculating the ultra filtration (uf) correctly. The patient was not connected at the time of the event. The patient stated that they and their registered nurse felt that the homechoice was not calculating the uf correctly. The patient fill volume equaled 2500ml and their last drain equaled 3200ml. The hp stated the hc only showed a uf equaling 400ml. The technical service representative (tsr) explained that the uf is accrued and all of the therapy numbers would have to be looked at. The patient requested a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The reported problem (uf = 400) was identified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with the naked eye. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The test therapy was completed with no issues encountered. The reported problem was identified during the event history log review. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The direct cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.